Event description:
It was reported, accessed vein and pushed button to retract needle and when separating catheter hub from housing noted that needle was missing. Needle separated from green housing and was left inside catheter hub and patient. Vat went to remove needle from catheter and met resistance, catheter was puled back until needle was free to be removed with no resistance.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached needle is confirmed; however, the exact cause is unknown. Three photographs of an 18 g powerglide pro were returned for evaluation. An initial visual observation of the photographs showed the needle was fully detached from the anchor within the housing of the device. No damage was observed on the needle or the anchor within the housing, suggesting the needle was not properly fixed to the anchor during the manufacturing process. The investigation was forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.